Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was completely explanted due to infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)